Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital following a syncopal episode. Review of stored device memory revealed episodes of pacemaker mediated tachycardia (pmt), however, it was noted that the syncopal episode occurred prior to the pmt. Boston scientific technical services (ts) discussed the device tracking preference and biv trigger function. The cause of syncope was unable to be determined. No additional adverse patient effects were reported.